Event description:
Procedural note: "at this point, where his tenderness was, I could also feel a hernia plug. This was dissected down to the external oblique and I cleared this tissue to expose the mesh plug. This was just under surface of the skin, however, as I dissected this down, it extended through the floor and when opened this up, was intraperitoneal. I resected the majority of the plug."